Event description:
It was reported that the preloaded intraocular lens (iol) had stuck in the cartridge and the tip of the lens was cracked when inserting into the eye. The lens was replaced with another lens of the same model and diopter. There was patient contact. There was no medical or surgical intervention reported. No further information is available.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes; section d-9: device date returned to manufacturer: november 13, 2023; section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal that the complaint handpiece was received with the plunger rod advanced to the cartridge tip. The lens module was inspected and no marks that would indicate that the plunger rod advanced incorrectly could be identified. The cartridge and cartridge tip could be observed to be stretched. There was viscoelastic residue dispersed throughout the length of the cartridge, suggesting that an appropriate amount of ovd/bss was used. The lens was received stuck inside of the cartridge tip with part of the lens outside of the cartridge. The lens was removed from the cartridge and cleaned, revealing that it was damaged. One haptic could be observed to de detached and the other observed to be damaged. The handpiece was disassembled and no issues that could cause or contribute to the complaint issue could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. The search revealed that no other complaints were received for this purchase order. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.